Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis nurse a patient was admitted to a hospital and diagnosed with peritonitis on (B)(6) 2016 caused by the patient's breach in aseptic technique. Vancomycin (dosage and route unknown) was administered. The patient was discharged on (B)(6) 2016 and reportedly doing fine. The patient continued with his peritoneal dialysis therapy throughout.